Event description:
Philips received a complaint from the customer on the v60 ventilator indicating that the navigation ring was not working. It was reported that there was no patient involvement at the time the issue was discovered. There was no report of patient or user harm. An authorized service provider (asp) was dispatched onsite to evaluate and repair the device. Upon arrival, the asp confirmed the reported issue and found that the front bezel needed to be replaced. The asp therefore replaced the front bezel and verified that the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service.